Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a low voltage hazard and no external power event on (B)(6) 2019 while the patient was using the mobile power unit (mpu) enabling the external backup battery (ebb) until power was restored to the mpu. It cannot be discerned if the power to the mpu was interrupted by the cord coming loose from the connection with the mpu, the wall outlet, or if power to the house was lost. No other unusual events were noted in the log file. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 8 days (20dec19 ¿ 28dec19 per time stamp). On 24dec19 at 23:16, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. The alarm cleared on its own shortly after. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.